Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as due to a use error by the patient in that the patient did not wear a mask while performing pd therapy. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with intraperitoneal (ip) cefazolin and ceftazidine (doses, duration and frequencies not reported). On an unknown date in the same month as onset, the patient¿s pd catheter was removed due to the patient experiencing two peritonitis events within six weeks of each other; subsequently, the patient was placed on in-center hemodialysis (ich) therapy. As a result, the patient was not retrained in aseptic technique. On an unknown date, the patient was recovered from the peritonitis event. No additional information is available.